Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a fracture in the pump. No other adverse patient effects were reported.

Manufacturer narrative:
A titan pump and two cylinders were received for analysis. A separation was noted in the pump body. This was a site of leakage. Microscopic examination of the surfaces appeared to be rough and irregular, indicating stress was exerted. Abrasion was noted on all pump tubes. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with cylinder 1 & 2. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) may have been exerted on the pump body to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable.